Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: investigation results. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilatation procedure for stricture performed on (B)(6) 2026. During the procedure, the balloon was initially inflated without issues. The physician requested deflation; however, the device was pulled back into the scope before the technician could complete deflation. It was reported that the physician slowed down and then the balloon was completely deflated before removing from the patient. When reinflation was attempted, the balloon appeared to have a leak. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.